Manufacturer narrative:
Updated b5 section.

Event description:
It was reported that the patient presented for a post-procedure with right ventricular (rv) lead dislodgement. During the re-position procedure, upon interrogation, the rv lead exhibited loss of capture and high-pacing impedance. The pacemaker, right atrial (ra) lead and the rv lead was infected. However, the infection was not associated with any abbott product and/or procedure. The pacemaker and ra lead were still implanted, and the rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented for a post-procedure with right ventricular (rv) lead dislodgement. During the re-position procedure, upon interrogation, the rv lead exhibited loss of capture and high-pacing impedance. The rv lead was suspected to be contaminated. The rv lead was explanted and replaced. The patient was stable.